Event description:
On (B)(6), 2010, the lay patient contacted lifescan (lfs) alleging her one touch ultra link meter does not turn on. The medical surveillance specialist (mss) classified the complaint based on the customer service representative (csr) documentation. There is no indication that the lfs product contributed to an adverse event. The pt denied having any symptoms. The pt said she took insulin via her insulin pump based on testing with another device. This complaint is reported due to the alleged, unresolved power issue. The patient's product was replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.